Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that "something flashes on the screen, when test strip is removed after testing." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.